Manufacturer narrative:
A blockage was found in a rinse unit probe and the customer removed it.

Event description:
The initial reporter received a questionable gen.2 ise indirect na result on a cobas 6000 c501 module. The initial result was >300 mmol/l. The expected result was between 135 - 145 mmol/l. The initial result was not reported outside of the laboratory. The electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
A blockage in the nozzle of the rinse unit was found to be the root cause of the event. The maintenance actions performed by the customer resolved the issue.